Manufacturer narrative:
Updated: d8, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of the reported no/intermittent image issue could not be determined, as the issue could not be reproduced; the device was found to function per specification. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the monitor video turns off and on intermittently. The issue occurred during preparation for use. There were no reports of patient involvement or injury.